Manufacturer narrative:
A fracture was observed in the body of the needle. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name -hysteromyomectomy. What measures were taken to retrieve the broken piece? On wound of myoma. Were x-rays taken to locate the needle piece(s)? No. At what location was the needle found? On wound of myoma. Was there any additional tissue damage as a result of searching for the needle piece? No. What in the physicians opinion are the factors contributing to the event? The physician can¿t confirm.

Event description:
It was reported that the patient underwent a lap hysteromyomectomy procedure on (B)(6) 2017 and the barbed suture was used. During the procedure, the needle broke during sewing wound of fibroid. The broken piece was found on wound of myoma and retrieved from the patient without additional tissue damage. Another like device was used to complete the procedure. There were no adverse patient consequences reported.